Event description:
It was also reported that the ¿last thing the [manufacturer representative] vaguely knew¿ about the case was that the patient was to have a revision for the whole system because the battery was ¿really old¿ and there was "some kind of lead issue."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377760, lot# v002504, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v002504, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
Additional information received reported the health care provider had no record of the reported event.

Event description:
Additional information received reported that the manufacturer representative no longer worked for the manufacturer as of (B)(6) 2014 but the last thing they vaguely knew about the case was that the patient was to have a revision for the whole system because the battery was really old. It was noted that there was no healthcare professional (hcp) available issue too. It was noted that the revision had not occurred while the manufacturer representative worked for the manufacturer. It was noted that was all they knew. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the manufacturer representative called to ask for help with a physician mode recharge (pmr). The caller noted that the patient¿s recharger would not start a pmr. It was noted that the recharger never went into a pmr. After the call, a message was sent to the caller and it was reviewed that a pmr would not work if the recharger was plugged into the wall. It was noted that the patient had not used the implantable neurostimulator (ins) in ¿years¿ due to ¿personal issues.¿ it was noted that the patient had fallen ¿a few times in the last couple of years¿ and the ins felt as though it was tilted¿ almost at 90 degrees straight into the patient¿s body.¿ it was reviewed with the caller that the implantable neurostimulator (ins) would not charge if it was in that position. It was noted that the most recent fall was (B)(6) 2014. It was noted that in response to the question ¿was pmr initiated and successful¿ the manufacturer representative responded ¿no, impossible due to position.¿ it was noted that the tilt was not confirmed through an additional diagnostics such as x-ray. It was noted that it was just by sight, feel and lack of telemetry. It was noted that an appointment was to be made to see a physician for revision. It was noted that there was no change and still suboptimal therapy. It was noted that the patient had not received good therapy in a ¿couple of years¿ due to personal life occurrences. It was noted that the patient had neglected self and stimulation system. Additional information was requested but was not available at the date of this report.